Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: the customer reported the IV tubing was leaking, and returned the affected sample. The sample was clearly leaking from a small tear in the silicon tubing near the upper fitment, and the complaint is verified. No other failures were observed. A device history record review could not be performed because a model or lot number was not provided by the customer. The root cause is not known for certain, but this failure can happen when the pumping segment is stretched from improper loading. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the unspecified bd¿ IV tubing leaked fluid during use. The following information was provided by the initial reporter: "fluid was noted to be leaking from the IV tubing in the stretching section that goes within the pump."